Event description:
On (B)(6) 2017, this patient underwent endovascular treatment of a type b chronic aortic dissection using conformable gore® tag® thoracic endoprosthesis. In (B)(6) 2021, a distal stent graft¿induced new entry(dsine) and aneurysm enlargement was observed. On (B)(6) 2021, a reintervention was performed whereby an additional stent graft was implanted at the distal side of the device. The patient tolerated the procedure. It was reported that the distal edge of the device was placed at the aortic arch, and that might have caused or contributed to the new dissection.